Manufacturer narrative:
The device was not returned for failure analysis. The customer indicated the event was the result of an operator error in programming the device.

Event description:
User facility mandatory medwatch rec'd, which stated the following: "event desc: a multi-dose bag was made by two rn's, registered nurse, (25 mg phenergan in 50cc 0.9 ns). They programmed the omni pump incorrectly (12.5cc to be delivered x 2 doses every 4 hours instead of 25cc x 2 doses to be delivered every 4 hours). Consequently, the pt rec'd only 1 of the 2 doses that was to be delivered." Other therapy in use on the pt was "immunotherapy." Upon further query the following info was provided: the customer contact indicated the event was the result of an operator error in programming the device. In 2004 at an unspecified time, the customer erported the nurses noted there had been a programming error. The device was programmed to deliver phenergan 0.5mgml in 50ml, 12.5ml every four hours for a total of two doeses to be delivered, instead of the intended 25ml every four hrs for a total of two doeses to be delivered. It is unspecified whether the device was programmed and the pt rec'd the rest of his medication. The customer cotnact stated, "it looks like the pt got half the dose." The device was not isolated and remained in clinical use. There were no reported adverse pt effects. Though requested, no additional info was provided.